Event description:
There were some gloves with tears and stains, seem like products may have been tampered. The smell of a new box of gloves was also unbearable. The gloves caused skin irritation and rashes.